Event description:
Boston scientific crm received information that this device was associated with pacing inhibition due to noise from the right ventricular defibrillation lead. There were no adverse patient effects, and no allegation against the device, which remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.